Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is bent/deformed and a very small part of the tip of the device is fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a roi-a removal hook tip fractured intra-operatively. There was no patient impact.

Event description:
It was reported that a roi-a removal hook tip fractured intra-operatively. There was no patient impact.

Manufacturer narrative:
E1 phone number: (B)(6). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.